Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, version #: 2.1.0, ubd:- , UDI#:- medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that the application crashed and navigation had an alleged inaccuracy. On february 4th, the manufacturer representative (rep) was in the operating room supporting a navigated cranial tumor resection procedure. They used optical technology. Two problems occurred: while editing the registration model (built on a CT), the application crashed; a dark blue screen, similar to the one in admin environment, suddenly appeared and they were obliged to log out and log in again to resume the workflow. Despite an overall registration accuracy of 0.8 mm (obtained combining trace and touch methods), during navigation at some points of the anatomy, navigation was accurate, at other points there was a significant error (about 5 mm). According to the rep's diagnosis, there was no camera failure, no instrument damage, no accidental shift of patient reference frame, quality of uploaded anatomical images was adequate for navigation. The health care professional uploaded tracts and networks, processed using an external software, that navigation system recognize as ¿not optimal for stealth¿. The rep wouldn't link the problem to this habit, because they've been working that way for years. Inaccuracy problem had started recently and occurred during other procedures as well, but it is not systematic. There was no reported delay to the case. No reported impact to the patient.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735908, version #: 1.0.3, ubd: , UDI#: h3,h6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) please see section a2-3b for the new information medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.